Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficulty positioning the device was confirmed, and a bent mandrel and subsequent bent delivery catheter (dc) shaft were identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficulty positioning is related to the identified bent actuator mandrel and subsequent dc shaft bend; however, a definitive cause for the bent mandrel could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased forces on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the left atrium. While advancing the cds handle forward, the shaft would move in the medial and anterior direction. Visualization was difficult as the clip was moving out of the image frame. Several unsuccessful troubleshooting maneuvers were performed; therefore, the cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.